Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their bedside monitor (bsm) is showing incorrect ECG readings. They clarified that the bedside was falsely alarmed for tachycardia, but when they moved the patient to another unit, they realized that the previous reading was incorrect. No harm or injury occurred.

Event description:
The customer reported that the bedside monitor (bsm) was showing incorrect ECG readings. They clarified that the bsm falsely alarmed for tachycardia, but when they moved the patient to another unit, they realized the previous reading was incorrect. No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) was showing incorrect ECG readings. They clarified that the bsm falsely alarmed for tachycardia, but when they moved the patient to another unit, they realized the previous reading was incorrect. No patient harm or injury was reported. Investigation summary: nihon kohden (nk) was unable to confirm the reported issue, based on the available information. A root cause cannot be determined, as the issue is user dependent. After nk followed up with the customer, it was reported that the issue was resolved, and no further details were provided on how the issue was resolved. As the issue was resolved without nk assistance, it is unlikely that the issue occurred due to an nk device malfunction. No further issues related to ECG issues or incorrect values were reported for this device. The root cause is likely related to clinical education, due to the nature of the complaint. Variables such as lead placement and patient preparation are known to affect ECG readings. During a review of the complaint device history and facility trending, it was determined that this was an isolated incident, as this was the only complaint found for this device and facility in the past 3 (three) years. As such, a significant trend that would warrant any action and/or corrective action was not identified. The following fields contain no information (ni), as an attempt to obtain information was made, but was not provided: a2 - a6 b6 - b7 attempt #1 01/06/2022 emailed customer via microsoft outlook for all items under the no information section. The customer replied stating that the issue was resolved. No further information was provided. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.